Event description:
It was reported that the patient presented in the operation room for implant procedure. The right ventricular (rv) lead failed to extend helix during the procedure. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.